Manufacturer narrative:
Sent 12/30/1998. D5; h4: info not available, device not returned for analysis.

Event description:
It was reported that a ap300 was used during a cholecystectomy procedure. It was reported by the affiliate that the clips did not close and/or got stuck to the applier. There was no consequence to the pt.